Manufacturer narrative:
It was noted that the patient requested their device, thus it is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads exhibited oversensing of noise. On the rv channel there was pacing inhibition but no asystole greater than two seconds. The cause of the noise was undetermined. Subsequently a revision procedure was performed where the entire pacemaker system was explanted. No additional adverse patient effects were reported.